Manufacturer narrative:
Based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was examined, was found to be functional, and was cycled, fired and properly formed the remaining 12 staples without incident. No conclusion could be reached as to why the reported instrument "would not fire and the staples would not come out" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During an unk procedure the eas would not fire and the staples would not come out. Another eas was used to complete the case. There was no consequence to the pt. Clinical folllow up: 1/29/97 1347 spoke to contact person who confirmed the info as reported by the rep. She stated this occurred on the first firing.